Event description:
During a planned pulmonary vein isolation for persistent atrial fibrillation procedure, a pericardial effusion occurred. After mapping the left atrium, the left pulmonary veins were ablated and then the right pulmonary veins. During the top part of the right pulmonary vein ablation, the patient became hypotensive (decreased to 55/35 mmhg, started the procedure with 110/70 mmhg). The ablation process was stopped and a sonographic examination of the heart was done which revealed a pericardial effusion. The procedure was aborted, the catheters were removed and a pericardiocentesis was performed to stabilize the patient. The patient was then transferred to a hospital with an emergency unit (magdeburger universitätsklinikum). Three days post procedure, the physician stated that the surgeons from the other hospital confirmed there was no injury found in the left atrium from the ablation. It is assumed that the patients heart was vulnerable due to past disease and mechanical actions of the catheters may have aggravated scar tissue causing a small wound somewhere inside the heart. The lesion was already closed when the patient arrived at the emergency station. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.